Event description:
It was reported that during the procedure, the surgical "fiber broke near the end of the fiber, in few pieces inside the patient". The pieces were retrieved with a tool. Patient outcome: "no damages to the patient."